Manufacturer narrative:
(B)(4). The device failed the homechoice rite functional test. The homechoice rite electrical test passed. A short simulated patient therapy was performed and completed successfully. Additional issue iipv: (occurrence date (B)(6) 2011 / cycle 4 / drain volume 3314 ml) was confirmed in the logs and not duplicated during the pal evaluation. Root cause was insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. The device was in specification relative to iipv. The device was subsequently forwarded to service. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 at 08:52:49 with drain volume of 3314 ml during cycle 4. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.